Event description:
It was reported the device's 3-way stop was leaking while giving the injection. No patient injury was reported.

Manufacturer narrative:
Device evaluation (02/09/2022): no product was returned. This complaint is related to a series of other complaints included (B)(4) which included a photo showing the location of the leak. The reported leaking is coming from the b port where the protector is located that is used for shipping and protection purposes. It appears as though the customer is attempting to use this protector as a dead end to close off this port. These protectors are not intended for use and do not seal the port. There are plugs that are made by ICU dublin that can be used to close this port if need be. Potential useable plug could be mx491. No ncmrs were recorded for the affected lot. The cause of the reported problem was traced to the user manipulation of the device.

Event description:
It was reported the device's 3-way stop was leaking while giving the injection. No patient injury was reported.

Manufacturer narrative:
Device evaluation (02/09/2022): no product was returned. This complaint is related to a series of other complaints included (B)(4) which included a photo showing the location of the leak. The reported leaking is coming from the b port where the protector is located that is used for shipping and protection purposes. It appears as though the customer is attempting to use this protector as a dead end to close off this port. These protectors are not intended for use and do not seal the port. There are plugs that are made by ICU dublin that can be used to close this port if need be. Potential useable plug could be mx491. No ncmrs were recorded for the affected lot. The cause of the reported problem was traced to the user manipulation of the device.